Event description:
Complainant alleged that while attempting to treat a patient the associated device failed to discharge using these internal handles. Complainant indicated that the nurses obtained another set of internal handles to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a f/u report when our investigation is completed.